Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to high-voltage capacitor c19 on the defibrillator pca. He cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The c19 pads were fractured from the pca. The monitor enclosure showed signs of physical abuse. The root cause for damaged c19 capacitor was physical abuse. There was no death or adverse event associated with the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a 102 service code.